Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567414l number, and no non-conformances related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention. During ablation of cavotricuspid ishmus (cti) two steam pops were observed. Ablating at 40watts, with ablation index (ai) <700 while using thermocool® smart touch® sf bi-directional navigation catheter. The patient had a pericardial effusion and subsequent tamponade which required pericardiocentesis and subsequent surgery to evacuate cardiac effusion / tamponade. A pericardial drain was placed. The procedure was successfully completed. The patient¿s reported outcome was fully recovered. The patient required extended hospitalization because of the adverse event and due to surgical intervention for cardiac tamponade. This adverse event was discovered during use of bw products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related; occasionally, adverse events like this happen without warning or discernible reason. A transseptal puncture was performed with an abbott brk 1, however, at the time of the event all catheters were removed from the left heart. Irrigated catheter was used and the flow setting set at: 2ml/min standby, 8ml/min ablation <= 30 watts, 15mls/min >30 watts. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability at range: 3mm, time 3 seconds, force over time (fot) 25% @ 3 grams and tag size 3. No additional filter was used with the visitag. Visitag surpoint¿ - visitag with ablation index was used.